Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 13 mmol/l (234 mg/dl) while wearing the pod between 37 and 48 hours on an unspecified site. The patient¿s mother administered a correction bolus; however, this did not lower the patient¿s blood glucose levels. It was reported that the cannula did initially insert into the infusion site and the pink slide had moved into the viewing window, however when the pod was removed the cannula was no longer visible, indicating a needle mechanism failure resulting in the cannula retracting. As treatment, a new pod was applied.